Event description:
A (B)(6) customer contacted customer service about his contour usb meter that was reading in mg/dl. The customer had purchased a contour usb meter that was meant for the us market. No adverse events were alleged. The customer was advised to return the meter. A replacement meter was sent to the customer.